Event description:
The lay user/pt contacted lifescan (lfs) in 2005 alleging that there was a problem with the battery/battery contact. The meter would not power on. The medical affairs specialist (mas) mailed a letter since the pt could not be reached by telephone for further clarification. The pt mentioned that three weeks ago he experienced frequent urination, thirst and "waking up at night". The pt took actose after attempting to use the meter. There is no info on whether the pt experienced symptoms prior to testing. The pt was unable to obtain a blood glucose reading on the meter. The pt went to see a medical professional and was treated with insulin. The treatment received matched the pt's symptoms. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, how long the pt was having an issue with the meter, when the pt experienced any symptoms, and the reading on the dr's meter. The pt replaced the battery and the meter displayed the battery/battery icon. The battery was correctly installed and the battery was not damaged. Customer care agent (cca) sent the pt a replacement meter.